Event description:
The pt's father reported that his son had blood glucose in the 250 to 300 mg/dl range and was admitted to the hospital with bg over 500 mg/dl. The son was hospitalized for 4 days to get his bg under control. The father wasn't willing to give more detailed info about the event. They don't have the pods that caused the high bg anymore.

Manufacturer narrative:
No product was returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the pt's hyperglycemia. No qualification records could be reviewed because no product lot number was reported. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours ( a total of 4 hours), replace the pod. Use a new vial of insulin to fill the new pod. Then contact your healthcare provider for guidance," and "to avoid hyperglycemia (high blood glucose) check your blood glucose at 4-6 times a day (when you wake up, before each meal, and before going to bed)."